Event description:
It was reported before use, the cs300 intra-aortic balloon pump (iabp) a-line pressure input port was broken. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site state: (B)(6)). A getinge field service engineer (fse) inspected the device and found that the connection of pressure input had a small pin bended. Refixed the connector. Unit passed all functional and safety tests per factory specifications and returned to customer and cleared for clinical use.